Event description:
During evaluation of the heartstart xl, the field service engineer noted the energy could not be changed with the therpy knob.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.